Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product information was not provided, therefore, no information was captured (model #, lot # and expiration date) and the device manufacture date could not be determined.

Event description:
The customer reported that he performed comparison testing and the blood glucose reading on the contour next one meter was 50 mg/dl higher compared to that obtained on another meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.